Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the symptoms the patient noticed after the lead migration was a lack of coverage. The patient first noticed the lack of coverage on (B)(6). The cause of the lead migration was not determined.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the patient was not getting coverage, only the left side. The pain was on the right. Multiple reprogramming sessions were performed on (B)(6) 2015 and (B)(6) 2016. An x-ray was taken and the lead migrated. A surgical revision was scheduled. The indication for use included non-malignant pain and head/neck (non-malignant). Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.